Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. A review of the event history log identified downstream occlusion messages but evaluation did not reproduce the error. The cause was determined to be an out of specification reading on the digital pot setting. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a stuck downstream pressure plate. The problem was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.